Manufacturer narrative:
The product was returned. Solution is dried on the lens. Haptic and optic damage was observed. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A qualified associated product was indicated. The associated handpiece and viscoelastic were not provided. It is unknown if qualified products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were provided. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), a crack was noticed. The lens was removed and a backup lens was used to complete the procedure. Additional information was requested.